Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. The patient completed a remote interrogation, which, showed a battery depletion message. The patient was working with their clinic. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. The patient completed a remote interrogation, which, showed a battery depletion message. The patient was working with their clinic. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and noted that the device may have declared elective replacement indicator (eri), but therapy remained available. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that the patient was seen in clinic for follow up. The patient was referred to another physician to schedule device replacement. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. The patient completed a remote interrogation, which, showed a battery depletion message. The patient was working with their clinic. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and noted that the device may have declared elective replacement indicator (eri), but therapy remained available. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emit beeping tones. The patient completed a remote interrogation, which, showed a battery depletion message. The patient was working with their clinic. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that the device battery was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and noted that the device may have declared elective replacement indicator (eri), but therapy remained available. Device replacement was recommended, and a replacement interval was discussed. No adverse patient effects were reported. This device remains in service. It was reported that the patient was seen in clinic for follow up. The patient was referred to another physician to schedule device replacement. No adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued. It was reported that surgical intervention was undertaken. The device was explanted and replaced. No additional adverse patient effects were reported. The device is in possession of the hospital at this time. If the product is returned, analysis will be performed and this report would be updated at that time.